Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results from the icon 25 hcg test kits. Per customer, "has seen several discrepant negative (-) urine test results this year". Despite requests made by bci, the product lot #s were not provided by customer to date. The actual results and event details were not supplied. No injury has been reported in connection to this event.

Manufacturer narrative:
No investigation was performed by bci as no lot # was provided by customer. The complaint cannot be confirmed. Product and sample were not submitted to bci for verification. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.